Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall the morning of their appointment. It was noted that the right ventricular (rv) lead exhibited loss of capture and was possibly dislodged. Follow up noted that a chest x-ray was ordered and the lead is planned to be repositioned. No further patient complications have been reported as a result of this event.